Event description:
Whilst trying to cross a calcified lesion in a subclavian artery he got the tip of the wire embedded in the calcification and got it stuck he then twisted the wire snapping the distal end off. The tip of the wire was left in the patient, he deployed a stent successfully in the vessel to secure the broken piece of wire.